Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/17/2012 and has no repair history at zimmer surgical. Prior t repair the unit was within calibration specifications. During repair it was noted that the screws holding the head on the neck of the unit were stripped. The gall marks on the head most likely caused the customer's event. The galling of the head was most likely created by over-tightening of the width plate causing the dermatome blade to rub against the leading edge of the head. Customer did not return the dermatome blade for analysis against the dermatome. The cause is most likely improper preparation for use. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer dermatome for a skin graft, it starting making unusual noises and skipped, tearing the graft. The procedure was completed using an alternate device for an additional donor harvest to complete the intended wound coverage. There was a reported ten minutes of additional surgical time.